Event description:
The reported feedback suggests that the tubing snapped. While attached to the patient the trifuse extension set snapped between the tubing and the 3 connectors. The extension set was attached to a patient cvc line and was found with the tubing that connect the 3 connectors to the needless connector to the cvc snapped and the patient bleeding into the bed.

Manufacturer narrative:
A visual inspection of the samples received without packaging confirmed the customer's report of the tubing joint separation at various points on the different infusion sets. Separated at the male luer joint, one sample separated at the lower tubing joint of the tubing-to-tubing connector each of the separated joints had signs of residual solvent present, suggesting that they had been correctly assembled; additionally the tubing appeared to have been torn in some instances. Fluid lines for use with pressure infusion equipment. The products met and exceeded the tensile requirements of the standard. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature no additional corrective or preventive actions was considered since it was found to be an isolated situation.

Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that the tubing snapped causing blood leakage from patient cvc line. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.